Event description:
The ventilator spontaneously initiated an inspiratory hold maneuver on the patient without staff operating the machine. During the inspiratory hold, the patient was attempting to take spontaneous breaths and was visually confirmed on the ventilator waveforms and patient monitor. The etco2 [end-tidal carbon dioxide] tracing remained flat throughout the maneuver, and respiratory rate tracing showed chest movement. Staff attempted to stop the inspiratory hold multiple times, but the screen did not respond to touch input and continued the maneuver uninterrupted. The hold lasted for a total of 7.2 seconds, after which it stopped automatically without manual termination. The machine was sent to our bio medical team who was unable to replicate the issue.